Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the battery gauge displayed a full charge percentage for an extended period of time despite pump usage. There was no adverse impact to the customer's blood glucose (bg) level. Reportedly, the customer continued to use the pump for insulin therapy.